Manufacturer narrative:
If explanted, give date: not applicable as the device remains implanted. (B)(6). This report is being filed on an international device; tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dib00 which is distributed in the unites states under PMA (B)(4). The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted in the eye and the plunger rod rotation became very heavy as the iol moved near the tip of the cartridge just before implanting the lens. At that time, the trailing haptic got twisted and came out, causing damage to the tip of the cartridge. The twisted haptic spread/ opened in the eye without problems after implantation. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: jan 29, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint simplicity was received inside the original folding carton. A customer provided video on a cd was received as well. Visual inspection under magnification revealed that the handpiece was received with a plunger rod partially advanced. The cartridge tip was observed to cracked. No lens was received as part of this return therefore, no product evaluation could be performed on the lens. Based on the customer provided video the lead haptic was observed to be not folded and that there was a delivery issue during implantation. The video was also evaluated by the johnson & johnson subject mater expert (sme). Finding that ¿the lens remained implanted without any apparent damage. The root cause of the observed phenomena cannot be determined from a video assessment.¿ all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.